Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7075962.

Event description:
It was reported that the patient that the patient had lead migration. The patient underwent a revision wherein one lead was added. The patient was doing well postoperatively. Nothing was explanted.